Manufacturer narrative:
The user facility stated that during a decontamination cycle, liquid descaler began leaking into the washer and onto the floor. The descaler is used only during a decontamination cycle. The operator manual states on page 6-7 "as a preventive maintenance measure, it is recommended that the customer performs the decontamination of the washer/disinfector once a week." The decontamination cycle is not used for instrument cleaning. No instruments were present at the time of the event. User facility personnel utilized the proper personal protective equipment, and cleaned up the descaler leak. A steris service technician arrived on-site, inspected the unit, and identified that a valve was not completely closed, causing the reported leak. The technician closed and tightened the valve, tested the unit, and confirmed it to be operating according to specification.

Event description:
The user facility reported liquid descaler leaked from their vision 1330l cart and utensil washer/disinfector. No injury, procedure delay, or cancellation occurred as a result of the reported event.